Manufacturer narrative:
(B)(4). The customer reported that they may have had a malfunction during a cardioversion. There was no report of any negative patient impact. We are considering this as a malfunction based on the customer report only. We have requested additional information and this investigation remains open. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they may have had a malfunction during a cardioversion. There was no report of any negative patient impact. We are considering this as a malfunction based on the customer report only. We have requested additional information and this investigation remains open.